Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch lancing device holder was damaged. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred (B)(6) 2013 in the morning. The patient reported using self adjusting insulin to manage her diabetes. The patient reported having less to eat or drink on (B)(6) 2013 in the afternoon. The patient reported on (B)(6) 2013 in the afternoon she developed symptoms of feeling "lightheaded and thirsty." The patient reported on (B)(6) 2013 in the afternoon she contacted a healthcare professional (hcp) for phone advice. The patient did not report what type of advice she was given. At the time of troubleshooting, the cca confirmed there was no misuse of the lancing device and it was not the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, there was a delay in treatment, and she developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
(B)(4) - device evaluation: the lancing device involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the alleged complaint was confirmed, the lancet cup holder was damaged. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.